Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. Blood glucose (bg) was in the 600 mg/dl range. Customer went to the emergency room and was admitted to the hospital. Ketones were present and considered as being dangerous by a healthcare provider. Intravenous fluids and insulin injections were administered. Elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2018 with no permanent damage. As the event occurred in the past, tandem technical support was unable to determine a cause of the occlusions.